Manufacturer narrative:
Follow-up # 3 . The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips passed all testing with no faults found. The primary issue could not be confirmed. A secondary issue was also noted; the vial label was found to have illegible text, this was caused by damaged on a non-critical section of the vial label. A tertiary issue was also noted; vial over labeled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 - 07/02/2015 correction supplemental sent to correct information previously sent. MFR narrative updated to correct scripting for primary and secondary issue. A tertiary issue was also noted and should have been included in both narrative and eval/conc codes.

Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A secondary issue was also noted; a non-critical part of the vial label was damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.